Event description:
The customer contacted stryker to report that their device display is frozen. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and could not verify or duplicate the reported issue. The device was escalated to the depot for evaluation; however, the customer declined. The device remains with the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device display is frozen. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.